Manufacturer narrative:
The following fields have been updated with corrections: date of event: (B)(6) 2018. Medical device expiration date: 2019-04-30. Medical device lot #: 8187605. Device manufacture date: 2018-07-06.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. No serious injury or medical intervention was reported.